Manufacturer narrative:
The diluent pump was returned to the tosoh instrument service center (isc) for investigation. A visual inspection was performed with no damage found on the parts. Functional testing was performed and confirmed the device failed to properly prepare for pumping. During priming, the pump did not draw the expected volume of fluid, resulting in incomplete priming and failure to initiate the pumping cycle. The most probable cause of the reported event was due to a failure of the diluent pump.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event and confirmed the customer¿s data. The fse performed a diluent prime and observed the diluent drawing back into the tubing from the well. The fse also observed the diluent pump and replaced the pump due to lower volume than usual. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from (B)(6) 2024 through aware date 27jun2025. There were no similar complaints identified during the search period. The st aia-pack prog iii analyte application manual states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples shall be assayed according to the local regulations. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of the internal control are run in order to accept the calibration curve. The two levels of controls are also repeated when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe, or detector lamp adjustment or change). After daily maintenance, at least two levels of the control shall be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control value(s) is out of the acceptable range, it is necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the strict regulatory agency under which the laboratory operates. The most probable cause of the reported event was due to failure of the diluent pump.

Event description:
A customer reported out of range high ¿biorad quality control (qc) result for progesterone (prog iii)¿ on the aia-360 analyzer. The customer used biorad lot # 40460, tosoh test cup lot # ez1c303, tosoh calibrator lot # ez2c359, decontaminated the analyzer, and replaced all common reagents. The customer also recalibrated, but results were not in acceptable range; no values were provided. The technical support specialist (tss) sent same calibrator lot ez2c359 to the customer, and recalibration results were the same. Tss sent the customer new test cups, different lot of calibrators, and multi analyte controls (mac) to the customer for further investigation. The customer received the reagents, the mac control run result was out of range low and the calibrator result also remained unacceptable, and the issue persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.